Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/29/2024. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for analysis. Two-needle suture pieces and one empty winding former that belong to product code ep8702h. This product code is double-armed. During the visual inspection of the sample, the swage and attachment area were noted as expected. The suture pieces were examined and wavy suture was found in one of them. The ends of the suture pieces were noted to be cut probably caused by a surgical instrument. The functional test was performed in one suture piece using an instron equipment and the tensile force was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2024 and suture was used. It was reported that the suture snap in the middle of tying when cv surgeon is doing CABG distal anastomosis. The suture is not snapping from the swage. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/19/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.